Manufacturer narrative:
Initial reporter facility name: miyazaki shigun ishikai miyazaki shigun ishikai hospital

Event description:
It was reported that the rotawire coating peeled off. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 330cm rotawire was selected for use. During preparation, outside the patient's body, it was noted that there was resistance felt when inserting the burr into the rotawire and the polymer of the rotawire was observed to have peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed that there were no failures found in the device. A dimensional inspection revealed that the overall length, outer diameter (od) of distal tip, middle of the device, and the proximal section were within its specifications.

Event description:
It was reported that the rotawire coating peeled off. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 330cm rotawire was selected for use. During preparation, outside the patient's body, it was noted that there was resistance felt when inserting the burr into the rotawire and the polymer of the rotawire was observed to have peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.